Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of menorrhagia ("more heavy menstruations with clots (10 changes of periodic protection per day and overflows, total duration of menstruations of 4 days)") and dyspareunia ("deep dyspareunia not systematic but very disabling at 10/10") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea of secondary worsening at 7/10"), constipation ("transit disorders including constipation"), headache ("headache"), arthralgia ("joint pain"), chronic sinusitis ("chronic sinusitis"), gingival recession ("receding gums"), dyschezia ("pain during defecation on a digestive standpoint") and urinary tract infection ("repeated urinary infections"). The patient was treated with surgery (essure removed by bilateral salpingectomy and ablation of uterine horn by celiosurgery). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, dyspareunia, dysmenorrhoea, constipation, headache, arthralgia, chronic sinusitis, gingival recession, dyschezia and urinary tract infection outcome was unknown. The reporter provided no causality assessment for arthralgia, chronic sinusitis, constipation, dyschezia, dysmenorrhoea, dyspareunia, gingival recession, headache, menorrhagia and urinary tract infection with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.